Manufacturer narrative:
Customer service did not conduct troubleshooting with the customer, as the customer refused and indicated that she would speak to a lactation consultant to verify she was using the correct size breast shields. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she received the new pump and it is working without and her issue was resolved. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer reported to medela (B)(4) that her freestyle breast pump does not work for her, as she is not able to express much milk with the pump. The customer alleged that she has to pump on a higher setting, which has caused her nipples to get sore, and her doctor prescribed a medicated nipple cream, which was helping.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 05/18/2018 in the state in which received from the customer. The device failed vacuum testing. It was noted that the kit components were not properly assembled by the customer. The kit components were then properly assembled, the device was retested and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction is attributable to improper assembly of the kit components by the customer. Pages 22-23 of the instructions for use provide proper assembly instructions. [(B)(4)].